Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: 4193-88 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had oversensing with short v-v intervals, non-sustained and non-physiologic episodes on the rv lead. The leads were reprogrammed and remains in use. No patient complications have been reported as a result of this event.